Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after 4 days of wear. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was provided oral sugar by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.